Event description:
It was reported that "under ultrasound control, aspiration of air is possible; under sonographic control, the possibility of a pleural puncture is excluded; after insertion of the wire and then an attempt to remove the needle, the metal needle separates from the plastic cone" and there was "no force or bending of the needle at any time.". The insertion site was the right subclavian vein. The catheter was inserted without any problems and the needle removed without complications. There was no patient injury or required intervention.

Manufacturer narrative:
Qn#: (B)(4). It was reported the patient was deceased due to cardiac decompensation, unrelated to the device issue. The date of patient's death was not available.

Event description:
It was reported that "under ultrasound control, aspiration of air is possible; under sonographic control, the possibility of a pleural puncture is excluded; after insertion of the wire and then an attempt to remove the needle, the metal needle separates from the plastic cone" and there was "no force or bending of the needle at any time.". The insertion site was the right subclavian vein. The catheter was inserted without any problems and the needle removed without complications. There was no patient injury or required intervention.

Manufacturer narrative:
Qn#(B)(4). It was reported the patient was deceased due to cardiac decompensation, unrelated to the device issue. The date of patient's death was not available. The customer returned three images of the introducer needle. The images show the hub of the introducer needle was broken and separated. Signs of use were observed in the images. The customer returned an introducer needle for analysis. There was no evidence of use. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and not uniform. Additionally, a crack was observed along the entire length of the needle guard and on the luer hub body. When reassembled, a notch was observed in the needle hub which is consistent with the design of hub part number k-04300-019c. Functional inspection could not be performed due to the damage to the needle hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso (B)(4). The customer did not provide a lot number; however, two potential lot numbers were identified based on a sales history review for this customer. Two device history record reviews were performed on the potential lot numbers and no relevant manufacturing issues were identified. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. The hub of the needle was tested with the male luer gage and was within the specified range, indicating that the luer conforms to iso (B)(4). Based on the sample provided, it was determined that design caused or contributed to this event. Further investigation of this issue is being performed under a CAPA. Teleflex will continue to monitor and trend for reports of this nature.